Event description:
It was reported that during preparation for dialysis catheter insertion, the connecting piece from the stylet hub allegedly broke off. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. Investigation summary: one tunneler and one 31 cm glidepath were returned for evaluation. Gross visual and microscopic evaluations were performed. The investigation is confirmed for broken tunneler tip, as a broken tunneler tip was observed during sample evaluation. The break surfaces of the separated fragment and tunneler tip were smooth and uneven and mild surface damage was observed adjacent to the break. This is a known issue for glidepath tunnelers. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that allegedly the connecting piece from the stylet hub broke off. The component broke while prepping for procedure. There was no reported patient injury.